Event description:
Complaint is now reportable based on the analysis completed on 10/26/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x16mm taxus liberte drug eluting stent (des) was unable to cross the right coronary artery (rca). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed that a break occurred in the hypotube.

Manufacturer narrative:
Returned product analysis found that a break occurred in the hypotube at approximately 83.5 centimeters proximal to the port area of the device. The hypotube was kinked at the point of separation. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The proximal end of the device was not returned. Visual examination of the remainder of the device found no issues that could contribute to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.